Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 362 mg/dl and a bolus via the pump was delivered to address bg. Pump system check was performed with tandem technical support and air bubbles were observed. Customer removed the air bubbles and believed this resolved the elevated bg issue.